Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, additional surgery, pain, resection of small intestine and wound vac. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (2422, 1994, 3191: appropriate term/code not available for ¿wound vac¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2008 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2009 through (B)(6), 2013 were not provided. Patient information: medical history: ¿ ¿morbid obesity with multiple medical and surgical weight loss attempts¿ o 9/10/10: 230 lbs; bmi 38.3 o 3/7/13: 268 lbs; bmi 44.6 o 4/25/13: 260 lbs; bmi 43.3 o 2/7/14: 250 lbs; bmi 41.6 o 10/26/16: 266 lbs; bmi 44.3 o 4/9/19: 255 lbs; bmi 42.4 ¿ diabetes mellitus prior surgical procedures: ¿ 1998: cholecystectomy ¿ 2002: roux-en-y gastric bypass ¿ implant preoperative complaints: ¿ 2/1/18: CT abdomen/pelvis: ¿very large anterior abdominal wall hernia containing multiple bowel loops but no obstruction.¿ ¿ 2/18/08: ¿this 43-year-old female is admitted to the operating room with an enlarged ventral incisional hernia secondary to previous gastric bypass surgery. The patient had had increasing pain and swelling and is brought to the operating room for repair." Implant procedure: ventral incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (05420066/1dlmcp06) 18 cm x 24 cm. Implant date: (B)(6), 2008 ¿ description of hernia being treated: ¿the previous midline scar was excised. Following excision of the scar, the dissection was continued down and the hernia sac was isolated, opened, and the small bowel was reduced and the hernia sac was resected.¿ ¿ implant size and fixation: ¿next, the fascial edges were cleared and a gore-tex dual film mesh was then applied below the fascia with interrupted sutures of 0 ethibond. The edges of the defect were then sewn with a second layer of marlex mesh using running 0 prolene, providing a secured double-layer closure with no tension. A jackson-pratt drain was placed through a right lateral stab to drain the area of the previous hernia sac. The deep tissues were then closed with 3-0 vicryl and the skin was closed with clips.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ 4/18/08: CT abdomen/pelvis: ¿there is surgical mesh material in the anterior abdominal wall with fluid collection superficial to the material within the subcutaneous soft tissues of the lower mid abdomen. This could represent a postsurgical fluid collection. Abscess cannot be excluded on imaging.¿ ¿ 9/12/08: CT abdomen/pelvis: ¿there is a developing ventral hernia inferior to the surgically placed mech [sic] in the lower anterior abdominal wall containing some mesentery. Fluid collection seen previously within the anterior abdominal wall has resolved.¿ ¿ 11/11/09: ¿long standing morbid obesity w/ multiple failed medical and surgical weight loss attempts. Gi demonstrated a large gastric pouch, that would likely be amenable to band over bypass.¿ ¿ 11/11/09: laparoscopic adjustable band gastroplasty with placement of realize adjustable gastric band. Intraoperative esophagogastrojejunostomy. O ¿a 5-mm left subcostal incision was made, carrying the incision down to the fascia bluntly. The fascia was grasped with a trachea hook, elevated and allowing easy passage of a veress needle into the abdominal cavity. Once confirmation of placement was made, 15 cm of co2 pneumoperitoneum was established. The veress needle was then exchanged for a 5-mm port and a 5-mm 30 scope was used to preform peritoneoscopy. No evidence of damage from veress needle insufflation was noted. Immediate operative findings were that the patient had a substantial amount of intra-abdominal adhesions from her previous bypass, as well as her previous open ventral hernia repair. She had a large recurrence of her open ventral hernia repair in the left midline, containing both small bowel and colon, none of which appeared to be obstructing, as the hernia was quite large. Most of the adhesions to the anterior abdominal wall were centered in this area. Classic port placement was clearly not going to be feasible secondary to the placement of her gore-tex mesh and her adhesive disease, so an unorthodox approach to port placement was employed. A 5-mm left lower quadrant port was placed, followed by a 12-mm left midabdominal port, both under direct laparoscopic vision in free spaces of the abdomen. Once these ports were in place, harmonic scalpel was used to take down the upper abdominal adhesions, not doing adhesiolysis within the hernia sac and leaving that portion of the abdomen undisturbed. A fourth, 5-mm port was placed in the upper midline above her previous hernia repair, once that area was cleaned of scar tissue. This allowed us to focus on her gastrojejunostomy and gastric remnant. The patient had dense adhesive disease of her gastric remnant to the underside of segment 2 and 3 of the liver. Using a combination of careful blunt dissection and harmonic scalpel, these adhesions were carefully taken down, being careful attention not to damage the gastric remnant. Once this was done we were able to identify the gastrojejunostomy, and opened up the gastrohepatic ligament. This allowed us good exposure to the base of the crus, as this area had previously been undissected surgically. The adhesive disease in the gastric remnant to the left lateral abdominal wall and diaphragm was also taken down with the harmonic scalpel and blunt dissection, exposing the angle of his for dissection. A small opening was made in the retroperitoneum overlying the angle of his for subsequent band retrieval. Once all her dissection was complete, an ethicon atraumatic dissector was passed through a small opening in the retroperitoneum overlaying the base of the crus, bringing it out through that previously opened peritoneal opening at the angle of his. This was done without any difficulty, as there were no posterior gastric adhesions. To ensure no damage to the bowel and to confirm anatomic locations in this highly scarred upper abdomen, we elected to perform upper endoscopy. Dr. Sofronski scrubbed out of the operating room from his position assistant and went up above the patient and passed an olympus-gif gastroscope down in the patient¿s mouth, intubating the esophagus without difficulty. The scope was advanced down to the ge junction, and from there into through the gastrojejunostomy and into the roux limb. No evidence of damage from dissection was noted, and we immediately noted good placement of the goldfinger dissector posterior to the gastric pouch, just above the gastrojejunostomy. Satisfied with the positioning and lack of damage to the stomach, the stomach, jejunum, and roux limb were suctioned, and scope withdrawn. An ethicon realize adjustable gastric band was then brought into the abdominal cavity, brought through the retroperitoneal tunnel, and then affixed in place over the gastric pouch. Anterior fundoplication using the gastric remnant over the band to help prevent slippage was then completed using a single 2-0 ethibond suture. Slurry of seprafilm was then injected around the band to help prevent postoperative adhesions. After verifying hemostasis, the port tubing was brought out through the 15-mm left midabdominal incision and the pneumoperitoneum released. The 15-mm left midabdominal incision was enlarged to 3 cm and carried down to the anterior rectus sheath fascia on the left side using electrocautery. The port tubing was then trimmed and affixed to a velocity subcutaneous port, which was subsequently attached to the anterior rectus sheath fascia using the velocity port applicator device. Port and wound were then copiously irrigated with antibiotic impregnated saline solution, which was subsequently suctioned free. The port was then accessed with a 20-gauge huber needle, and all bubbles were removed from the system and good negative suction verified. No installation of fluid was undertaken. That wound was then closed in 2 layers with 3-0 vicryl and 4-0 monocryl subcuticular suture. Other wounds were closed in 1 layer with 4-0 monocryl subcuticular suture.¿ explant preoperative complaints: ¿ 3/27/13: emergency department: ¿presents to emergency department with complaints of nausea, vomiting and abdominal pain. Symptoms started on wednesday. Has been throwing up and unable to hold anything down. Reports generalized abdominal pain. Reports stomach feels distended.¿ ¿ 3/27/13: ¿pt [patient] notes increased abdominal swelling, increased abdominal pain, and nonproductive vomiting for past week to 10 days. She has not contacted my office at any point in time during this period for uncertain reasons. Vomiting became too much for her, finally decided to come to ER for evaluation. Performed bariatric surgery 3 ½ years ago. She has not followed up in my office since 2011. She has not moved her bowels in several days.¿ ¿CT scan of abdomen and pelvis demonstrates complete small bowel obstruction w/ transition zone w/ in ventral abdominal hernia.¿ ¿ 3/27/13: CT abdomen/pelvis: ¿small bowel obstruction which is likely secondary to the lower abdominal hernia.¿ ¿ 3/27/13: ¿48-year-old white female who presented to prmc [peninsula regional medical center] ER on the afternoon of 03/27/13 with complaints of over 1 week increasing abdominal distention, increasing abdominal pain and nonproductive vomiting and obstipation. Because the patient previously had lap band port performed by me in 2009, I was called for evaluation of the patient¿s acute abdomen. After appropriate ER work-up, the patient was found to have a complete small bowel obstruction of her distal small intestine, with a transition zone contained within a ventral incisional hernia, from her previous ventral hernia repair done prior to her lap band. The patient also had a history of open roux-en-y gastric bypass done at nanticoke hospital in 2003. The patient had significant distention of her small intestine proximal to the transition zone, and with her abdominal pain, and tachycardia and leukocytosis, I became concerned that the patient had ischemic or frankly necrotic intestine. Because of this picture, I recommended emergent exploratory laparotomy.¿ explant procedure: exploratory laparotomy. Resection of 10 cm of distal small intestine with side-to-side jejunojejunostomy. Removal of 6ml of fluid from realize band with access via subcutaneous port. Placement of abdominal wound closure vac [vacuum-assisted closure]. Explant date: (B)(6), 2013 ¿ "the patient¿s previous midline laparotomy scar was excised elliptically, allowing easy access to the patient¿s upper abdomen. As the ventral hernia and obstructive situation was close to the patient¿s umbilicus, I elected to enter the abdomen superiorly, gaining access to the abdominal cavity without incident. The dissection was carried inferiorly, encountering a moderate amount of adhesive disease to the patient¿s abdominal wall, and to the patient¿s old gore-tex mesh which had been relegated to right of midline, with the ventral hernia extending left of the midline laterally from just above the umbilicus. The patient¿s hernia sac was then entered, and the small intestine contained within it was reduced back into the abdominal cavity proper. This was the obvious point of the patient¿s small bowel obstruction, and after removing the intestine from the hernia sac, it was closely inspected. An area of intestine was found to be ischemic, and I elected to resect this portion of the small intestine. The adhesive disease around this portion of the intestine and its scarring was preventing the obstruction from being relieved. The remainder of the intestine was run, and distal to the obstructive section, the bowel small intestine was decompressed, as was the patient¿s colon. Approximately the bowel was run back to her jejunojejunostomy, which was massively dilated, with dilatation extending both of the biliopancreatic limb and the roux limb toward the gastric pouch. Because the patient had a realize band placed across her gastrojejunostomy, that was acting as a restrictive point superiorly, and with the bowel obstruction distally, the patient affectively had a closed loop obstruction of her roux limb. After determining all of the anatomic changes that had taken place, I proceeded with bowel resection of the ischemic portion of small intestine had been contained within the hernia. Dissection of the intestine measuring approximately 10 cm in length, and it was divided with the gia 75 stapler. A side-to-side, functional end-to-end jejunojejunostomy was then created using the 75 mm gia stapler. Prior to closing off the enterotomy, I elected to decompress the intestine and by placing a pull tip suction within the bowel. A total of over 2.5 liters of foul-smelling succus was suctioned from within the patient¿s small intestine. A very small amount of succus escaped the enterotomy and was soaked into lap sponges, which were placed around the enterotomy to catch any succus. No widespread contamination of the abdominal cavity occurred, and the small amount of succus that did escape was rapidly cleansed from around the patient¿s intestine. After suctioning as much fluid as I could from within the patient¿s intestine, the enterotomy defect was closed off with ta 60 stapler. The mesenteric defect was reapproximated with interrupted 0 silk sutures. After palpating the anastomosis for wide patency, the intestines were placed back within the abdominal cavity. The abdomen was then irrigated and all fluid suctioned form [sic] the abdomen. At this point in time, I felt it prudent to deflate the patient¿s band to relieve the proximal affective obstruction. The patient¿s realize band port was easily accessed transcutaneously with a 20-gauge huber needle, and 6 ml of sterile saline was withdrawn from the patient¿s band. One [sic] that was completed, I asked anesthesia to pass an orogastric tube into the patient¿s gastric pouch, and further 800 ml of succus was suctioned from the patient¿s gastric pouch by anesthesia. The orogastric tube was palpated in the gastric pouch and left in place. Once that was completed, I evaluated the patient¿s abdomen for potential closure. I felt that primary closure of the patient¿s abdomen would not be possible, based on the patient¿s severe morbid obesity, as well as the massive dilatation of the patient¿s proximal small intestine. I felt that the only recourse that I had was to place the abdominal wound closure vac and leave the patient¿s abdomen open. Once that decision was made, the abdominal wound closure vac was brought in the abdomen, where the intrabdominal port was unfurled underneath the peritoneum and overlying the patient¿s greater omentum. A second blue sponge was placed over the top of this, and then completion of the wound vac with the outer dressing was placed and the wound vac placed under 125 mm of therapeutic suction.¿ relevant medical information: ¿ 3/30/13: exploratory laparotomy. Removal of infected abdominal wall mesh. Ventral hernia repair with implantation of biologic mesh. Placement of wound vac. O ¿the patient is a 48-year-old white female who has been under my care at prmc since being admitted on the 27th with strangulated ventral hernia. She underwent exploratory laparotomy with resection of the strangulated portion of her small intestine. I was unable to close her abdomen due to her critical illness and the advanced nature of her small bowel obstruction, and an abdominal wound closure vac was placed. After the patient recovered sufficiently, I felt that she would be ready for return to the operation with potential closure of her abdominal fascia.¿ o "the patient¿s old mesh was removed, exposing the patient¿s abdominal viscera. The patient still had moderate dilatation of her small intestine, but certainly less severe than it was 3 days ago. Her edema had gone down substantially, but not sufficiently that so that I felt that she could be closed primarily. Exploratory laparotomy was performed, and no abscess pockets or purulence was identified within the abdominal cavity. No bowel perforations were identified from her previous operation either. After completing laparotomy, I began to plan for wound closure. I felt the best course of action would be to place biologic mesh, because of the nonsterile nature of her abdominal cavity after her strangulated hernia 3 days ago. I do not feel comfortable placing synthetic mesh directly over the patient¿s intestines, as she had significant retraction of her omentum, and plus technically the operation still remained clean/contaminated because of her previous surgery. With that in mind, I elected to place in the form of stratus [sic]. However, the patient¿s old marlex mesh remained in her right abdominal wall; were [sic] it became disconnected from her previous ventral hernia repair done in 2008. As this was technically infected, and no longer providing any sort of repair, I elected to remove it first, as it only complicate [sic] her subsequent mesh placement. That mesh was dissected free from around fascia relatively easily using cautery and then taken out of the abdominal wound. It was sent down to pathology for permanent sectioning. Suprafascial tissue layers were elevated to allow for mesh placement circumferentially around the wound. Once that was done a 20 x 20 cm piece of stratus [sic] biologic mesh was brought onto the operative field, after being reconstituted in room temperature normal saline for 5 minutes. It was circumferentially sewn to the fascia with transfascial interrupted horizontal mattress sutures of #1 prolene. Once the mesh was placed, the wound was irrigated some more, which was all suctioned free. A wound vac with black sponge was then placed over the mesh and into the tissue cavity. Because of the patient¿s abdominal obesity, and retraction of the skin, I was unable to get any meaningful tissue closed over the top of the mesh. That black sponge was placed followed by the remainder of wound vac dressing, and then it was placed 125 mm of therapeutic suction.¿ ¿ 3/30/13: pathology: ¿received in one part labeled ¿old abdominal wall mesh.¿ received in formalin is a 13.2 x 9.5 x 2.0 cm fragment of tan yellow to dusky brown fibroadipose and fibroconnective tissue with underlying portion of tan yellow roughened mesh material and traversing fragments of blue suture material.¿ ¿ 4/9/13: discharge summary: ¿the patient for several months prior to presentation to the emergency room was having intermittent abdominal pain, nausea and vomiting, and increasing swelling of her abdomen, but for unclear reasons never sought medical care for this. She had not been back in my office for follow-up since 2011. When she became obstipated and had dramatic increase in her abdominal pain, she finally presented to the emergency room on the 27th of march. After ER evaluation, I was consulted for surgical management of the patient, as I had previously operated on her before. She had a previous abdominal wall hernia repair done by dr. Bartkovich back in 2008, which had recurred prior to my performing her realize band placement. My initial intention was that the patient would lose a substantial amount of weight with the band over bypass, and then she would be able to go back for recurrent ventral hernia repair. However, the patient was lost to follow-up for the past 2 years and never sought treatment of her chronic ventral hernia. On evaluation in the emergency room, the patient appeared to be in severe hypovolemic shock. Her lactate was evaluated, and she was profoundly tachycardic and hypotensive. Her CT scan demonstrated a complete small bowel obstruction with a transition zone within one of her abdominal hernias. Because of her significant abdominal pain and hypovolemic shock, I recommended that the patient emergently go to surgery for exploration. Because of her band at the top of her gastric pouch, the patient effectively had a closed loop obstruction of her roux limb and common channel. Her CT scan demonstrated the roux limb to be dilated to approximately 15 cm. After rapid resuscitation in the emergency room, the patient was taken immediately to surgery where exploratory laparotomy was performed. Hospital course: operative findings were that the patient had massively distended small intestine from her gastric pouch all the way down to the transition zone in the distal jejunum. The bowel was decompressed distally, as was the colon, signifying complete obstruction. At the point of obstruction, the bowel itself appeared to have early signs of necrosis. Subsequent pathology report confirmed the focal necrotic segment of small intestine. This portion of intestine was resected, and a primary anastomosis was performed. At the time of surgery, the patient¿s intestine was decompressed prior to closure of the enterotomy created for the anastomosis. Between orogastric tube decompression and direct suctioning, over 3 liters of succus was removed from the patient¿s intestine. Despite these best efforts, there was no way to safely close the abdomen without immediately creating an abdominal compartment syndrome, and so I elected to leave the abdomen open with an abdominal wound closure vac placement at the conclusion of the procedure. The patient was transferred to the intensive care unit in critical condition but remained relatively stable throughout the procedure. As her bowel did not perforate, there was no intra-abdominal contamination of significance, but the patient was left on antibiotics due to her quasi-septic response. Once in the intensive care unit, the patient remained on the ventilator overnight, and the subsequent day, she remained hemodynamically unstable, requiring significant fluid boluses. Her admitting hematocrit was 51%, almost certainly fictitiously elevated due to her hypovolemic shock. After adequate resuscitation, the patient¿s hematocrit stabilized around 30, which was more in line with the patient¿s long-term hematocrit. She did not lose a significant amount of blood during her initial operation, and the wound vac drainage was not impressive for significant hemorrhage. Once in the intensive care unit, she demonstrated almost immediately that she had severe long-standing malnutrition. Her prealbumin level was 10 and dropped down to 6 shortly after admission. She was immediately started on tpn, as she is expected to have a long-term postoperative ileus. While in the ICU, the patient experienced no acute complications and was able to be extubated by the morning of postoperative day #2. On postoperative day #3, the patient¿s abdomen had decreased in size enough that I felt that she would be able to return to the or for possible abdominal wall closure and second-look laparotomy. The laparotomy was completed on the 30th of march, and demonstrated no evidence of intra-abdominal abscess or significant infection. Her anastomosis appeared to be intact, but because of chronic loss of abdominal domain from her hernia I was unable to primarily close her abdomen. ¿because of the recent bowel resection, I did not feel the patient¿s abdomen was quite sterile enough to place synthetic mesh, and so I elected to perform ventral hernia repair with biologic mesh. This was completed, and the abdominal wound vac was exchanged for a subcutaneous tissue wound vac to allow for secondary closure of the patient¿s skin over the mesh.¿ she was extubated in the or and transferred back to the intensive care unit in stable condition. After 2 days in intensive care, the patient was transferred to floor with persistent postoperative ileus and malnutrition, for which she was treated through a PICC line with tpn. By the 5th of april, the patient had return of bowel function and was started on a clear liquid diet. She was able to be advanced through to a regular diet, and by the 9th of april was tolerating regular diet, moving her bowels, and had very little abdominal pain. Physical therapy had been working with the patient to increase ambulation and strength, as she was severely deconditioned from her chronic illness. By the 9th, I felt the patient had recovered sufficiently that she would be able to be discharged home. She is therefore discharged home with the below-noted recommendations and scheduled for follow-up in my office in 1 week¿s time, at which point we will evaluate the wound vac and her abdominal wound for closure. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05420066 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. See attachment for continuation of records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008 operative note. ¿preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation: ventral incisional hernia repair with mesh.¿ indications: ¿this 43-year-old female is admitted to the operating room with an enlarged ventral incisional hernia secondary to previous gastric bypass surgery. The patient had increasing pain and swelling and is brought to the operating room for repair." Description of procedure: "the previous midline scar was excised. Following excision of the scar, the dissection was continued down and the hernia sac was isolated, opened, and the small bowel was reduced and the hernia sac was resected. Next, the fascial edges were cleared and a gore-tex dual film mesh was then applied below the fascia with interrupted sutures of 0 ethibond. The edges of the defect were then sewn with a second layer of marlex mesh using running 0 prolene, providing a secured double-layer closure with no tension. A jackson-pratt drain was placed through a right lateral stab to drain the area of the previous hernia sac. The deep tissues were then closed with 3-0 vicryl and the skin was closed with clips.¿ (B)(6) 2008: perioperative plan of care [implant record]. Product/company: dual mesh. Description: 18 cm x 24 cm. Reference #: 1dlmcp06. Lot #: 05420066. Expiration date: 2010-07. Explanation date: n/a. Reason for explanation: n/a. Bard® mesh. Size: 6¿ x 6¿ (15cm x 15 cm). Ref: 0112720. Lot: hurb0810. Expiration date: 2012-04. Explanation date: n/a. [King-prmc-00008]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 05420066) was implanted during the procedure. (B)(6) 2009: operative note. ¿preoperative diagnosis: morbid obesity with multiple medical and surgical weight loss attempts. Postoperative diagnosis: morbid obesity with multiple medical and surgical weight loss attempts. Procedure: 1. Laparoscopic adjustable band gastroplasty with placement of realize adjustable gastric band. 2. Intraoperative esophagogastrojejunostomy. Case designation: clean. Indications: ¿44-year-old white female referred to (B)(6) center in the summer of 2009 for evaluation of long-standing morbid obesity with multiple failed medical and surgical weight loss attempts. She had open roux-en-y gastric bypass done by dr. (B)(6) and dr. (B)(6) in approximately 2002, but gained weight back, partially secondary to increased portion size. The patient asked for band placement after that gastric bypass to reduce portion size and help with her weight loss goals. The risk, benefits, and alternatives to surgery were discussed with the patient in detail prior to proceeding, and informed consent obtained." Description of procedure: "a 5-mm left subcostal incision was made, carrying the incision down to the fascia bluntly. The fascia was grasped with a trachea hook, elevated and allowing easy passage of a veress needle into the abdominal cavity. Once confirmation of placement was made, 15 cm of co2 pneumoperitoneum was established. The veress needle was then exchanged for a 5-mm port and a 5-mm 30 scope was used to preform peritoneoscopy. No evidence of damage from veress needle insufflation was noted. Immediate operative findings were that the patient had a substantial amount of intra-abdominal adhesions from her previous bypass, as well as her previous open ventral hernia repair. She had a large recurrence of her open ventral hernia repair in the left midline, containing both small bowel and colon, none of which appeared to be obstructing, as the hernia was quite large. Most of the adhesions to the anterior abdominal wall were centered in this area. Classic port placement was clearly not going to be feasible secondary to the placement of her gore-tex mesh and her adhesive disease, so an unorthodox approach to port placement was employed. A 5-mm left lower quadrant port was placed, followed by a 12-mm left midabdominal port, both under direct laparoscopic vision in free spaces of the abdomen. Once these ports were in place, harmonic scalpel was used to take down the upper abdominal adhesions, not doing adhesiolysis within the hernia sac and leaving that portion of the abdomen undisturbed. A fourth, 5-mm port was placed in the upper midline above her previous hernia repair, once that area was cleaned of scar tissue. This allowed us to focus on her gastrojejunostomy and gastric remnant. The patient had dense adhesive disease of her gastric remnant to the underside of segment 2 and 3 of the liver. Using a combination of careful blunt dissection and harmonic scalpel, these adhesions were carefully taken down, being careful attention not to damage the gastric remnant. Once this was done we were able to identify the gastrojejunostomy, and opened up the gastrohepatic ligament. This allowed us good exposure to the base of the crus, as this area had previously been undissected surgically. The adhesive disease in the gastric remnant to the left lateral abdominal wall and diaphragm was also taken down with the harmonic scalpel and blunt dissection, exposing the angle of his for dissection. A small opening was made in the retroperitoneum overlying the angle of his for subsequent band retrieval. Once all her dissection was complete, an ethicon atraumatic dissector was passed through a small opening in the retroperitoneum overlaying the base of the crus, bringing it out through that previously opened peritoneal opening at the angle of his. This was done without any difficulty, as there were no posterior gastric adhesions. To ensure no damage to the bowel and to confirm anatomic locations in this highly scarred upper abdomen, we elected to perform upper endoscopy. Dr. (B)(6) scrubbed out of the operating room from his position assistant and went up above the patient and passed an olympus-gif gastroscope down in the patient¿s mouth, intubating the esophagus without difficulty. The scope was advanced down to the ge junction, and from there into through the gastrojejunostomy and into the roux limb. No evidence of damage from dissection was noted, and we immediately noted good placement of the goldfinger dissector posterior to the gastric pouch, just above the gastrojejunostomy. Satisfied with the positioning and lack of damage to the stomach, the stomach, jejunum, and roux limb were suctioned, and scope withdrawn. An ethicon realize adjustable gastric band was then brought into the abdominal cavity, brought through the retroperitoneal tunnel, and then affixed in place over the gastric pouch. Anterior fundoplication using the gastric remnant over the band to help prevent slippage was then completed using a single 2 ¿ 0 ethibond suture. Slurry of seprafilm was then injected around the band to help prevent postoperative adhesions. After verifying hemostasis, the port tubing was brought out through the 15-mm left midabdominal incision and the pneumoperitoneum released. The 15-mm left midabdominal incision was enlarged to 3 cm and carried down to the anterior rectus sheath fascia on the left side using electrocautery. The port tubing was then trimmed and affixed to a velocity subcutaneous port, which was subsequently attached to the anterior rectus sheath fascia using the velocity port applicator device. Port and wound were then copiously irrigated with antibiotic impregnated saline solution, which was subsequently suctioned free. The port was then accessed with a 20-gauge huber needle, and all bubbles were removed from the system and good negative suction verified. No installation of fluid was undertaken. That wound was then closed in 2 layers with 3-0 vicryl and 4-0 monocryl subcuticular suture. Other wounds were closed in 1 layer with 4-0 monocryl subcuticular suture. The wounds were then cleaned and dried, and dermabond applied for postoperative biologic dressing.¿ records between (B)(6) 2009 and (B)(6) 2013 were not provided. (B)(6) 2013: clinician history of present illness. ¿summary: presents to emergency department with complaints of nausea, vomiting and abdominal pain. Symptoms started on wednesday. Has been throwing up and unable to hold anything down. Reports generalized abdominal pain. Reports stomach feels distended. Exam: abdomen soft, diffusely tender, distended. Diffuse guarding, no rebound. Primary diagnosis: sbo [small bowel obstruction], ischemic bowel. Disposition: admit.¿ (B)(6) 2013: missing records: records for CT scan showing "complete small bowel obstruction with a transition zone within one of her abdominal hernias", and "roux limb to be dilated to approximately 15 cm". (B)(6) 2013: operative note. ¿preoperative diagnosis: incarcerated ventral hernia with complete obstruction and ischemic intestine. Postoperative diagnosis: incarcerated ventral hernia with complete obstruction and ischemic intestine. Operation: 1. Exploratory laparotomy. 2. Resection of 10 cm of distal small intestine with side-to-side jejunojejunostomy. 3. Removal of 6 ml of fluid from realize band with access via subcutaneous port. 4. Placement of abdominal wound closure vac specimens removed: 1. 10 cm of distal small intestine. 2. 2.5 liters of succus, which was suctioned from within the intestine. Complications: none. Case designation: contaminated.¿ indications: ¿48-year-old white female who presented to prmc ER on the afternoon of (B)(6) 2013 with complaints of over 1 week increasing abdominal distention, increasing abdominal pain and nonproductive vomiting and obstipation. Because the patient previously had lap band port performed by me in 2009, I was called for evaluation of the patient¿s acute abdomen. After appropriate ER work-up, the patient was found to have a complete small bowel obstruction of her distal small intestine, with a transition zone contained within a ventral incisional hernia, from her previous ventral hernia repair done prior to her lap band. The patient also had a history of open roux-en-y gastric bypass done at (B)(6) hospital in 2003. The patient had significant distention of her small intestine proximal to the transition zone, and with her abdominal pain, and tachycardia and leukocytosis, I became concerned that the patient had ischemic or frankly necrotic intestine. Because of this picture, I recommended emergent exploratory laparotomy. The risk, benefits, and alternatives of the surgery were explained to the patient in detail prior to proceeding and informed consent obtained." Description of procedure: "the patient¿s previous midline laparotomy scar was excised elliptically, allowing easy access to the patient¿s upper abdomen. As the ventral hernia and obstructive situation was close to the patient¿s umbilicus, I elected to enter the abdomen superiorly, gaining access to the abdominal cavity without incident. The dissection was carried inferiorly, encountering a moderate amount of adhesive disease to the patient¿s abdominal wall, and to the patient¿s old gore-tex mesh which had been relegated to right of midline, with the ventral hernia extending left of the midline laterally from just above the umbilicus. The patient¿s hernia sac was then entered, and the small intestine contained within it was reduced back into the abdominal cavity proper. This was the obvious point of the patient¿s small bowel obstruction, and after removing the intestine from the hernia sac, it was closely inspected. An area of intestine was found to be ischemic, and I elected to resect this portion of the small intestine. The adhesive disease around this portion of the intestine and its scarring was preventing the obstruction from being relieved. The remainder of the intestine was run, and distal to the obstructive section, the bowel small intestine was decompressed, as was the patient¿s colon. Approximately the bowel was run back to her jejunojejunostomy, which was massively dilated, with dilatation extending both of the biliopancreatic limb and the roux limb toward the gastric pouch. Because the patient had a realize band placed across her gastrojejunostomy, that was acting as a restrictive point superiorly, and with the bowel obstruction distally, the patient affectively had a closed loop obstruction of her roux limb. After determining all of the anatomic changes that had taken place, I proceeded with bowel resection of the ischemic portion of small intestine had been contained within the hernia. Dissection of the intestine measuring approximately 10 cm in length, and it was divided with the gia 75 stapler. A side-to-side, functional end-to-end jejunojejunostomy was then created using the 75 mm gia stapler. Prior to closing off the enterotomy, I elected to decompress the intestine and by placing a pull tip suction within the bowel. A total of over 2.5 liters of foul-smelling succus was suctioned from within the patient¿s small intestine. A very small amount of succus escaped the enterotomy and was soaked into lap sponges, which were placed around the enterotomy to catch any succus. No widespread contamination of the abdominal cavity occurred, and the small amount of succus that did escape was rapidly cleansed from around the patient¿s intestine. After suctioning as much fluid as I could from within the patient¿s intestine, the enterotomy defect was closed off with ta 60 stapler. The mesenteric defect was reapproximated with interrupted 0 silk sutures. After palpating the anastomosis for wide patency, the intestines were placed back within the abdominal cavity. The abdomen was then irrigated and all fluid suctioned form the abdomen. At this point in time, I felt it prudent to deflate the patient¿s band to relieve the proximal affective obstruction. The patient¿s realize band port was easily accessed transcutaneously with a 20-gauge huber needle, and 6 ml of sterile saline was withdrawn from the patient¿s band. One that was completed, I asked anesthesia to pass an orogastric tube into the patient¿s gastric pouch, and further 800 ml of succus was suctioned from the patient¿s gastric pouch by anesthesia. The orogastric tube was palpated in the gastric pouch and left in place. Once that was completed, I evaluated the patient¿s abdomen for potential closure. I felt that primary closure of the patient¿s abdomen would not be possible, based on the patient¿s severe morbid obesity, as well as the massive dilatation of the patient¿s proximal small intestine. I felt that the only recourse that I had was to place the abdominal wound closure vac and leave the patient¿s abdomen open. Once that decision was made, the abdominal wound closure vac was brought in the abdomen, where the intrabdominal port was unfurled underneath the peritoneum and overlying the patient¿s greater omentum. A second blue sponge was placed over the top of this, and then completion of the wound vac with the outer dressing was placed and the wound vac placed under 125 mm of therapeutic suction. No leak was identified. This concluded the procedure .¿ (B)(6) 2013: pathology report. ¿accession #: s13-4831. Specimen(s) received: small intestine, resection other than for tumor. Final pathologic diagnosis: small bowel, resection: portion of small bowel showing mucosal congestion and focal necrosis, consistent with clinical history of incarcerated hernia. The margins of resection appear viable. Clinical history: sbo with obstruction and ischemia. Gross description: received in one part labeled ¿portions of small intestine¿. Received in formalin is a 7.6 cm in length x 3.0 cm in diameter segment of bowel. The serosal surface is tan-pink to dusky brown, smooth to wrinkled and roughened. The specimen is opened longitudinally to demonstrate a tan-pink, slightly congested mucosa with no distinct lesion or nodule grossly identified. The bowel wall measures up to 0.2 cm thick. Additionally within the containers are two segments of bowel measuring 0.9 x 0.7 x 0.6 cm and 2.5 x 1.6 x 0.9 cm. The fragments demonstrate traversing staple lines. The mucosal surface is a tan-pink to dusky brown. No lesions or nodules are grossly identified. Representative sections are submitted as follows: a and b: resection margins; c: mucosa; d: representative sections of the additional segments of bowel.¿ (B)(6) 2013: operative note. ¿preoperative diagnosis: 1. Open abdomen with history of bowel resection. 2. Infected abdominal wall mass. Postoperative diagnosis: 1. Open abdomen with history of bowel resection. 2. Infected abdominal wall mass. Operation: 1. Exploratory laparotomy. 2. Removal of infected abdominal wall mesh. 3. Ventral hernia repair with implantation of biologic mesh. 4. Placement of wound vac. Specimens removed: infected mesh. Complications: none. Case designation: clean/contaminated.¿ indications: ¿the patient is a 48-year-old white female who has been under my care at prmc since being admitted on the 27th with strangulated ventral hernia. She underwent exploratory laparotomy with resection of the strangulated portion of her small intestine. I was unable to close her abdomen due to her critical illness and the advanced nature of her small bowel obstruction, and an abdominal wound closure vac was placed. After the patient recovered sufficiently, I felt that she would be ready for return to the operation with potential closure of her abdominal fascia. The risks, benefits, and alternatives of surgery were explained to the patient in detail prior to proceeding, and informed consent obtained." Description of procedure: "the patient¿s old mesh was removed, exposing the patient¿s abdominal viscera. The patient still had moderate dilatation of her small intestine, but certainly less severe than it was 3 days ago. Her edema had gone down substantially, but not sufficiently that so that I felt that she could be closed primarily. Exploratory laparotomy was performed, and no abscess pockets or purulence was identified within the abdominal cavity. No bowel perforations were identified from her previous operation either. After completing laparotomy, I began to plan for wound closure. I felt the best course of action would be to place biologic mesh, because of the nonsterile nature of her abdominal cavity after her strangulated hernia 3 days ago. I do not feel comfortable placing synthetic mesh directly over the patient¿s intestines, as she had significant retraction of her omentum, and plus technically the operation still remained clean/contaminated because of her previous surgery. With that in mind, I elected to place in the form of stratus. However, the patient¿s old marlex mesh remained in her right abdominal wall; were it became disconnected from her previous ventral hernia repair done in 2008. As this was technically infected, and no longer providing any sort of repair, I elected to remove it first, as it only complicate her subsequent mesh placement. That mesh was dissected free from around fascia relatively easily using cautery and then taken out of the abdominal wound. It was sent down to pathology for permanent sectioning. Suprafascial tissue layers were elevated to allow for mesh placement circumferentially around the wound. Once that was done a 20 x 20 cm piece of stratus biologic mesh was brought onto the operative field, after being reconstituted in room temperature normal saline for 5 minutes. It was circumferentially sewn to the fascia with transfascial interrupted horizontal mattress sutures of #1 prolene. Once the mesh was placed, the wound was irrigated some more, which was all suctioned free. A wound vac with black sponge was then placed over the mesh and into the tissue cavity. Because of the patient¿s abdominal obesity, and retraction of the skin, I was unable to get any meaningful tissue closed over the top of the mesh. That black sponge was placed followed by the remainder of wound vac dressing, and then it was placed 125 mm of therapeutic suction. Satisfied with the wound vac placement, we concluded the procedure.¿ there is no mention of gore device removal in the records. (B)(6) 2013: physician post-procedural progress note. ¿pre-op diagnosis: open abdomen, infected mesh. Post-op diagnosis/findings: same. Operative procedure: 1) ex-lap. 2) removal infected mesh. 3) vhr [ventral hernia repair] with mesh. 4) wound vac placement. See implant record: strattice¿ lot: s11164 ¿ 145. Ref: 2020002. Exp: 2014-09. Size (cm) 20 x 20. Firm. Specimens/cultures: 1) old abdominal wall mesh. Ebl: 50ml. Wound classification: clean.¿ (B)(6) 2013: pathology report. ¿accession #: s13-4969. Specimen(s) received: old abdominal wall mesh. Final pathologic diagnosis: soft tissue and mesh, excision: portion of surgical mesh material and adherent fibroadipose tissue with acute and chronic inflammation. Clinical history: (B)(6) 2013¿ ventral hernia with strangulated small intestine. Return to or (B)(6) 2013 for infected mesh removal and abd wall closure. Gross description: received in one part labeled ¿old abdominal wall mesh.¿ received in formalin is a 13.2 x 9.5 x 2.0 cm fragment of tan yellow to dusky brown fibroadipose and fibroconnective tissue with underlying portion of tan yellow roughened mesh material and traversing fragments of blue suture material. The specimen is serially sectioned and representative sections of the soft tissue are submitted in one cassette.¿ (B)(6) 2013: discharge summary. ¿the patient for several months prior to presentation to the emergency room was having intermittent abdominal pain, nausea and vomiting, and increasing swelling of her abdomen, but for unclear reasons never sought medical care for this. She had not been back in my office for follow-up since 2011. When she became obstipated and had dramatic increase in her abdominal pain, she finally presented to the emergency room on the (B)(6) . After ER evaluation, I was consulted for surgical management of the patient, as I had previously operated on her before. She had a previous abdominal wall hernia repair done by dr. (B)(6) back in 2008, which had recurred prior to my performing her realize band placement. My initial intention was that the patient would lose a substantial amount of weight with the band over bypass, and then she would be able to go back for recurrent ventral hernia repair. However, the patient was lost to follow-up for the past 2 years and never sought treatment of her chronic ventral hernia. On evaluation in the emergency room, the patient appeared to be in severe hypovolemic shock. Her lactate was evaluated, and she was profoundly tachycardic and hypotensive. Her CT scan demonstrated a complete small bowel obstruction with a transition zone within one of her abdominal hernias. Because of her significant abdominal pain and hypovolemic shock, I recommended that the patient emergently go to surgery for exploration. Because of her band at the top of her gastric pouch, the patient effectively had a closed loop obstruction of her roux limb and common channel. Her CT scan demonstrated the roux limb to be dilated to approximately 15 cm. After rapid resuscitation in the emergency room, the patient was taken immediately to surgery where exploratory laparotomy was performed. Hospital course: operative findings were that the patient had massively distended small intestine from her gastric pouch all the way down to the transition zone in the distal jejunum. The bowel was decompressed distally, as was the colon, signifying complete obstruction. At the point of obstruction, the bowel itself appeared to have early signs of necrosis. Subsequent pathology report confirmed the focal necrotic segment of small intestine. This portion of intestine was resected, and a primary anastomosis was performed. At the time of surgery, the patient¿s intestine was decompressed prior to closure of the enterotomy created for the anastomosis. Between orogastric tube decompression and direct suctioning, over 3 liters of succus was removed from the patient¿s intestine. Despite these best efforts, there was no way to safely close the abdomen without immediately creating an abdominal compartment syndrome, and so I elected to leave the abdomen open with an abdominal wound closure vac placement at the conclusion of the procedure. The patient was transferred to the intensive care unit in critical condition but remained relatively stable throughout the procedure. As her bowel did not perforate, there was no intra-abdominal contamination of significance, but the patient was left on antibiotics due to her quasi-septic response. Once in the intensive care unit, the patient remained on the ventilator overnight, and the subsequent day, she remained hemodynamically unstable, requiring significant fluid boluses. Her admitting hematocrit was 51%, almost certainly fictitiously elevated due to her hypovolemic shock. After adequate resuscitation, the patient¿s hematocrit stabilized around 30, which was more in line with the patient¿s long-term hematocrit. She did not lose a significant amount of blood during her initial operation, and the wound vac drainage was not impressive for significant hemorrhage. Once in the intensive care unit, she demonstrated almost immediately that she had severe long-standing malnutrition. Her prealbumin level was 10 and dropped down to 6 shortly after admission. She was immediately started on tpn, as she is expected to have a long-term postoperative ileus. While in the ICU, the patient experienced no acute complications and was able to be extubated by the morning of postoperative day #2. On postoperative day #3, the patient¿s abdomen had decreased in size enough that I felt that she would be able to return to the or for possible abdominal wall closure and second-look laparotomy. The laparotomy was completed on the 30th of march, and demonstrated no evidence of intra-abdominal abscess or significant infection. Her anastomosis appeared to be intact, but because of chronic loss of abdominal domain from her hernia I was unable to primarily close her abdomen. "Because of the recent bowel resection, I did not feel the patient¿s abdomen was quite sterile enough to place synthetic mesh, and so I elected to perform ventral hernia repair with biologic mesh. This was completed, and the abdominal wound vac was exchanged for a subcutaneous tissue wound vac to allow for secondary closure of the patient¿s skin over the mesh." She was extubated in the or and transferred back to the intensive care unit in stable condition. After 2 days in intensive care, the patient was transferred to floor with persistent postoperative ileus and malnutrition, for which she was treated through a PICC line with tpn. By the (B)(6) , the patient had return of bowel function and was started on a clear liquid diet. She was able to be advanced through to a regular diet, and by the (B)(6) was tolerating regular diet, moving her bowels, and had very little abdominal pain. Physical therapy had been working with the patient to increase ambulation and strength, as she was severely deconditioned from her chronic illness. By the (B)(6) , I felt the patient had recovered sufficiently that she would be able to be discharged home. She is therefore discharged home with the below-noted recommendations and scheduled for follow-up in my office in 1 week¿s time, at which point we will evaluate the wound vac and her abdominal wound for closure. I suspect she will have her wound vac for 3 to 4 weeks at least, as her abdominal wound was quite large. Final diagnoses: 1) strangulated ventral hernia, status post exploratory laparotomy with resection of necrotic small intestine, primary anastomosis, and open abdomen. 2) status post ventral hernia repair with implantation of biological mesh on (B)(6) 2013 for closure of the patient's abdomen. 3) morbid obesity, status post open roux-en-y gastric bypass in 2002 and band over bypass done in 2009. 4) malnutrition. 5) open abdominal wound, status post wound vac placement. Follow-up: physical therapy and occupational therapy at home for strengthening and activities of daily life with patient to increase activity as tolerated. Wound vac with home health care nurse to assess and change every 3 days.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) medical center. (B)(6) pa. Office visit. Hpi: recently hospitalized for strangulated ventral hernia. Open wound with wound vac. (B)(6) 2013: (B)(6) medical center. (B)(6) pa. Office visit. Hpi: having more abd pain, scheduled for CT next week. Less drainage from wound but has changed color. Impression: postop infection. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Office visit. Hpi: f/u. Has abdominal wound vac for abd wound. (B)(6) 2014: (B)(6) medical center. (B)(6) pa. Office visit. Hpi: still has wound abd, slowly improving. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Office visit. Hpi: f/u tiny open area on abdominal scar s/t suture, scant drainage. Impression/plan: cellulitis and abscess of trunk. Suture granuloma. (B)(6) 2018: [missing records: radiology report for CT abdomen ¿showed large wide mouth wall defect¿ was not provided.] (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: recently presented to prmc ER (B)(6) for mid abdominal pains, has been having on and off for long time. CT abdomen showed large wide mouth abdominal wall defect. Also has 2 small open areas with drainage. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: dr. (B)(6) at (B)(6) felt he can fix her abdominal wall hernia, recommended her to lose wt. Open sore on abdominal wall has closed. (B)(6) 2018: [missing records: operative report for ¿open ventral hernia repair, b/l myofascial advancement flaps, b/l posterior component separation and removal of foreign body¿ was not provided.] (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Cc: reports mrsa infection on abd wound. Gastrointestinal: (+) wound dehiscence-covered with packing, (+) drains. Impression: local infection of skin and subcutaneous tissue. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: wound is being packed by the nurse. Gastrointestinal: (+) wound dehiscence, granulation tissue (+). (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: wound vac since last week, wound getting smaller. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: has wound vac, wound has decreased in size. (B)(6) 2018: [ni]. Telephone encounter. Pt asking for antibiotic call in for stomach wound. Light yellow/green discharge from area of surgery. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Office visit. Hpi: area on abdominal wall has healed. Gastrointestinal: (+) 1 cm open shallow wound. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: tenderness lower abdomen, low grade fever. Gastrointestinal: lower abdominal wall slightly red, warm to touch. Impression: cellulitis. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: an abscess ruptured spontaneously in lower abdominal wall, has been packing it with iodoform, pain has subsided. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: noticed a blister popped spontaneously at upper end of incision. Gastrointestinal: lower abdominal wound (+), circular opening <1 cm in size, iodoform dressing changed, upper end- wound is superficial-blood tinged drainage (+). Impression: cutaneous abscess of abdominal wall. Plan: rx, cont dressing changes. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: home health packing wound. Gastrointestinal: lower abdominal wound (+), circular opening <1 cm in size, iodoform dressing (+), upper end-scab (+). (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: wound getting smaller, home health nurse feels needs wound vac. Cologuard positive. Ros: wound in abdomen is about 3 cm deep per pt. Plan: cont dressing changes with home health. Pt to contact surgeon for wound vac. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: low grade fevers x 2 weeks. Wound on abdominal wall has not closed, measures 3.2 x 0.5 cm in size and continues to soil dressing. (B)(6) 2019: peninsula imaging. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indications: unsp [unspecified] opn [open] wnd abd wall. Findings: abdominal wall: there is a ventral hernia present which is above the level of umbilicus, containing transverse colon but no signs of bowel edema or obstruction. Impression: ventral hernia. No evidence bowel obstruction or edema. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Hpi: still has abdominal wound, depth increased 4.8 cm, foul odor. Low grade fever. CT scan abd/pelvis does not show abscess or cellulitis. Plan: refer to wound care center. (B)(6) 2019: (B)(6) medical center. (B)(6) md. Office visit. Cc: f/u, wound not healed completely. Running low grade fever. Hpi: incisional wound getting smaller, f/u with surgeon in (B)(6). Gastrointestinal: has peri incisional hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2/1/08, including records for cholecystectomy and surgical weight loss attempts; were not provided. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Indication: abdominal hernia, gastric bypass surgery, abdominal pain. Impression: very large anterior abdominal wall hernia containing multiple bowel loops but no obstruction. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Indication: s/p hernia repair, nausea, vomiting and abdominal pain. Impression: there is surgical mesh material in the anterior abdominal wall with fluid collection superficial to the material within the subcutaneous soft tissues of the lower mid abdomen. This could represent a postsurgical fluid collection. Abscess cannot be excluded on imaging. On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Indication: nausea alone, hx of ventral hernia repair. Impression: there is a developing ventral hernia inferior to the surgically placed mech [sic] in the lower anterior abdominal wall containing some mesentery. Fluid collection seen previously within the anterior abdominal wall has resolved. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. History and physical. Cc: preop for laparoscopic adjustable band gastroplasty. Hpi: long standing morbid obesity w/ multiple failed medical and surgical weight loss attempts. Gi demonstrated a large gastric pouch, that would likely be amenable to band over bypass. Wt 272 lbs, bmi 48.9. Plan: laparoscopic adjustable band gastroplasty after gastric bypass. On (B)(6) 2013: [ni]. Telephone encounter. Vomiting for 6 days, referred to ER. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. History and physical. Cc: nausea vomiting, abdominal distention w/ pain. Hpi: pt notes increased abdominal swelling, increased abdominal pain, and nonproductive vomiting for past week to 10 days. She has not contacted my office at any point in time during this period for uncertain reasons. Vomiting became too much for her, finally decided to come to ER for evaluation. Performed bariatric surgery 3 ½ years ago. She has not followed up in my office since 2011. She has not moved her bowels in several days. Psh: cholecystectomy 1998. CT scan of abdomen and pelvis demonstrates complete small bowel obstruction w/ transition zone w/ in ventral abdominal hernia. Impression: acute small bowel obstruction. Plan: exploratory surgery and discussed w/ the pt in detail. On (B)(6) 2013: (B)(6) center. (B)(6). Radiology ¿ CT abdomen and pelvis. Indication: abdominal pain general. Impression: small bowel obstruction which is likely secondary to the lower abdominal hernia. On (B)(6) 2013: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen and pelvis. Hx: abdominal pain. Findings: apparent bowel obstruction visible on the most recent previous study is resolved. Interval ventral hernia repair results in an area of very little tissue between bowel in the skin. There is no hernia today. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Emergency department. Hpi: c/o abdominal pain. Reports intermittent pain to upper abdomen since december and has been steady over the last 2 weeks. Pain starts 20-30 minutes after eating and usually resolves on its own. Nausea for the last couple days. Some vomiting last week. Since saturday she has gone from having daily bowel movements to bowel movements every 2-5 days. Lightheadedness and low-grade fevers since yesterday. Pt adds before dr. Mccullough left, they told her she would need complete reconstruction of her abdomen. Did f/u w/ dr. Wade and said they could not help her. Ros: included fever, abdominal pain and nausea. Exam: appears uncomfortable. Abdomen obese. Minimal tenderness in the luq. Questionable hernia in the epigastrium that seems to reduce easily w/ no signs of incarceration or tenderness. Reevaluation: abdomen is really nontender to palpation there is a huge internal hernia noted but no signs of obstruction or incarceration. Pt had a long discussion w/ this she has been told she needs to go to university center to have this repaired. She is understanding of this. I encouraged her to f/u w/ her primary care doctor so she can get their assistance in getting to the university center to have this hernia repaired. I explained her that there is no signs of any worrisome findings or anything that needs emergent surgery now but she is going to switch to a clear liquid diet stool softeners and pain control w/ close f/u w/ her primary care physician. I encouraged her to return if she worsens in any way. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Impression: large widemouth abdominal wall defect. No bowel obstruction, perforation or abscess. On (B)(6) 2018: (B)(6) medical center. (B)(6), pa-c/cory carpenter, md. Emergency department. Cc: postop problem. Hpi: presents w/ drainage or dehiscence from anterior abdominal wall hernia repair site, this was performed at university of maryland on august 18. Over the last 24 hours she noticed drainage on her binder, blood -tinged w/ some purulence. There is a jp drain site on mid right side. Has anterior abdominal pain. Exam: included mild tenderness to anterior abdominal wall, mild dehiscence, staples still intact. Some serous purulent drainage noted, minimally tender. Culture was taken. Ed course: pt stable. Discussed case w/ dr. Kavick w/ university of maryland bariatric surgery team on call for dr. Pearl. States dry gauze to help control drainage and will evaluate pt on tuesday. No reason for further emergent treatment or need for antibiotics. Dc orders included: glimepiride. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Impression: postsurgical changes in anterior abdominal wall w/ small amount of fluid and gas in surgical bed. Areas of recurrent hernia with portions of the omental fat extending into the subcutaneous fat. No definite evidence for abscess formation. On (B)(6) 2018: (B)(6) medical center. Microbiology. Wound culture: many methicillin resistant staphylococcus aureus. Few escherichia coli, few wbc, few negative rods, rare gram-positive cocci. On (B)(6) 2018: (B)(6) medical center. (B)(6), pa-c. Emergency department notes. Preliminary wound culture results showing mrsa noted. ¿I telephoned the pt, who is actually in route to see her surgeon in baltimore, and informed her of the finding and the need to notify her surgeon. I advised her further that this may merely be a contaminant, and not represent true wound infection.¿ on (B)(6) 2018: (B)(6) medical center. (B)(6), md. Emergency department. Cc: wound check. Hpi: worsening appearance of wound. She began experiencing some wound dehiscence about a week ago, states opening of wound in midportion of wound is worsening significantly each day. F/u w/ her surgeon 5 days ago and was some purulent drainage. Mrsa cultured from surgical wound site and started on vancomycin to bactrim as her symptoms seemed to be worsening. State purulent drainage on wet-to dry dressing, being managed by home health nurse, after reevaluating the wound, consulted w/ on-call surgery team at university who advised pt be evaluated in ed. Ros: included positive for abdominal pain and nausea. Exam: included dressing has some yellow foul-smelling purulent drainage. 2 jp drains present w/ serosanguineous drainage in bulbs. Ed course: CT scan demonstrates worsening area of dehiscence but no drainable abscess or other acute process. Discussed w/ her surgeon dr pearl, advises continuation of oral antibiotics. Expects dehiscence to potentially worsen even further and she will require secondary closure at some point in future. F/u scheduled in 2 days. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Findings: there is open wound at the upper ventral abdomen region. Small residual fat-containing ventral hernia may be present. No drainable abscess is seen. Subcutaneous drains in place. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.